Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was not detecting the plunger and not giving occlusion. Additionally, there was a system failure. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked on right corner, the plunger tube seal was missing, and the alternating current (ac) cord clamp was cracked. A review of the event history log identified motor not running and syringe plunger not in place. During functional testing could not duplicate any motor rate error. Found very small smudge of grease on u29 sensor of main board, also found old style motor mount present and was unable to duplicate any plunger sensor error, it was operating as intended. The root cause of motor not running alarm was potentially customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Cleaned off u29 sensor, also replaced old style motor mount, worm gear and worm coupling as a preventative measure. The root cause of the syringe not in place error was unable to be determined. No action taken since no problem was found. Performed power up process, preventative maintenance, occlusion test and all functional tests.